Manufacturer narrative:
Device evaluation: the device was returned for investigation, received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was fill whit 100 ml of colored water using a syringe following the IFU as 10011890-002 rev 100 "IFU, cassette, 21-7301" to detect any leakage. Results: the sample unit present leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. The root cause was traced to manufacturing. Per (B)(4) which was open on (B)(6) 2020 it were identified the following root causes: equipment failure: the bag sealer machine ID# (B)(4) was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. Procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. The following corrective action were implemented thru (B)(4), the current status of the CAPA is in voe (verification of effectiveness). The rf generator of the bag sealer machine ID# (B)(4) was replaced on (B)(6) 2020. Update procedure pm-1011 "cassette leak testing, install ffp clip and luer capping" to adequate better flow in the execution of the manufacturing activities was implemented on (B)(6) 2021. Actinons were implemented after manufacturing date lot reported.

Event description:
It was reported the cassette was leaking, incident being discovered while setting the line. No patient injury was reported.